Manufacturer narrative:
H6 - additional conclusion code selected.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: patient presented for a frozen elephant trunk open procedure and a conformable gore® tag® thoracic endoprosthesis (ctag) was implanted. After implanting the ctag device, the physician cut a small hole in the ctag device with an 11 blade. The gore® viabahn® vbx balloon expandable endoprosthesis was then advanced into the fenestration, and into the left subclavian artery (lsa). As reported, the lsa was located very posterior and the lsa was described as tissue thin and very diseased. As the vbx device was advanced, the lsa was perforated. The vbx device was removed from the patient and discarded. The lsa was then ligated and a second ctag device was implanted to cover the ligated artery. The physician concluded that collateral vessels would continue to perfuse the artery. The patient was reported to be recovering well following the open procedure.